Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens was noted to be torn. The lens was removed with no patient injury and another same model lens was implanted. The reporter stated most likely the cause of the damaged lens was due to technical error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient. (B)(4) - lens (iol), torn, split, cracked. Results - visual inspection of the returned product found the lens optic torn. There was evidence of reddish residue on the lens surface. (B)(4).